Event description:
It was reported that the surgeon removed a 7 hole, one locking hole, tubular plate due to non-union, infection and breakage. All seven screws were also removed. The patient experienced a gunshot wound approximately 2.5 months earlier and will most likely lose the leg based on the trauma. The patient was reported to have delayed healing. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 7 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.